Event description:
It was reported that a vns patient had their generator and lead explanted for infection. The generator was returned to the MFR for analysis that is underway. It is unk if patient will be reimplanted in the future. Good faith attempts are being made for further details about the reported event.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both lead and generator prior to distribution.